Event description:
It was observed during the device inspection, that the light source exhibited a faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as use of a non-olympus lamp were confirmed. The reported event was not confirmed, along with the toggle switch¿s inability to shift from auto to manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event, along with the toggle switch¿s inability to shift from auto to manual, could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.